Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day, the patient was hospitalized for the event. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with reflin (dose, frequency, route, and duration not reported) and amikacin (dose, frequency, route, and duration not reported) for the event. At the time of the report, the patient¿s condition was reported to be stable and their fluid was clear. The action taken with dianeal therapy was not reported. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).